Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a connection issue; further described as ¿miniline would not screw on completely and was leaving a large gap¿. This was observed prior to use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: further clarification was received regarding the event which reported that two (2) transfer sets were affected. H10: the actual devices were not available; however four (4) photographs of the sample were provided for evaluation. The photographs were visually inspected and the inside of the patient adapter (in the threaded area) was the appearance of flash. Without the actual sample, what is being observed in the photo cannot be clearly identified or confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.